Event description:
The following information was provided: the mics handle locking mechanism broke so that the surgeon couldn¿t adjust the handle and the angled saw attachment would not lock the blade in. Case type / application: tka 2.0.